Event description:
It was reported to boston scientific corporation in 2006, that an autotome rx sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure two days prior. (Female patient, age and weight unknown) according to the complaint, "the tip frayed." The case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok"

Manufacturer narrative:
A visual evaluation found that the distal tip had been split apart. Approximately one fourth of the circumference of the tip had been split out to the side of the catheter. The size of the piece that was split out was found to be 1 millimeter long from the distal end of the device and approximately 1 millimeter wide. The tear in the tip appeared to jagged. A lot history search was performed and revealed no other complaints reported against lot number 9067007. A review of the device history record revealed no anomalies. Customer complaint confirmed.